Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The sample has not been received yet. It is unclear if the device is available for an investigation. Request for the device is pending. If the sample is available the investigation will be initiated. A supplemental medwatch will be submitted if further info becomes available. Items marked ni are unk to us at this time.

Event description:
The product was used for emergency surgery on (B)(6) 2013. During priming procedure, no leakage was found, so the product was used for the surgery. About 1 hour after the extracorporeal circulation started, blood leakage was noted from the dialysis lock and valve. Leakage stopped, but started again. Extracorporeal circulation was completed with the product without replacement. Circuit inner pressure during priming procedure was 100mmhg. Circuit inner pressure during extracorporeal circulation was 250 - 350mmhg. No pt injury was reported. (B)(4).